Event description:
Per the clinic, the patient experienced loss of benefit, poor device performance and loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.